Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was on impella 5.5 support and during support, the patient had been bleeding from the axillary site. One unit of red blood cells were given to the patient and heparin was reduced. Support continued for seven more days and the patient's outcome was stable.